Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-3 (downstream occlusion was detected) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f3 alarm (downstream occlusion was detected) was identified during the review of the alarm log, but not during functional testing. An additional issue of an f-63 (lithium backup battery voltage is too low to back up the memories) alarm was found during functional testing, which indicated a fail with the cpu. The reported issue was verified. The cause of the condition was determined to be a damaged cpu. To correct the condition, the cpu board was replaced. Should additional relevant information become available, a supplemental report will be submitted.